Manufacturer narrative:
A ge rep evaluated the system and replaced a connector plug. The system operates as intended.

Event description:
The customer reported the system intermittently will not display an image or displays a jumpy image. No pt injury was reported.